Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery jumped from 80% to 15%. The customer's blood glucose (bg) level was 400 (mg/dl). A manual injection was delivered to address bg level. Reportedly the customer has manual injections as alternate insulin therapy.